Manufacturer narrative:
Additional information was requested, and the following was obtained: please explain the issue- does the 'outer package means the suture box was not sealed? Or the primary package of the suture not sealed? Primary package.

Manufacturer narrative:
Product complaint # (B)(4). The device history records reviewed, and no issue found. Device evaluation summary: actual complaint sample can't be returned. Manufacturing and batch records have been reviewed and no issue found. The manufacturer retained samples have been evaluated by package appearance and seal strength and no issue found. The sealing process are validated and in valid status. The root cause of complaint can't be determined. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain the issue- does the 'outer package means the suture box was not sealed? Or the primary package of the suture not sealed?

Event description:
It was reported that a patient underwent a leg trauma procedure on (B)(6) 2019 and suture was used. It was reported that there was air leakage at the sealing area of the outer package when preparing for an surgery of leg trauma. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.